Event description:
The customer stated a physician questioned the hemoglobin and hematocrit results generated by a cell-dyn 1800 analyzer. Hemoglobin results of 8.4 g/dl and hematocrit results of 24.7 g/dl were reported to the physician. Two hours later, the same specimen was repeated twice on the same analyzer yielding hemoglobin results of 10.3 g/dl and 8.9 g/dl, and hematocrit results of 25.9 g/dl and 30.8 g/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Conclusion (B)(4), other, clogged/obstructed silicone tubing, pcb motor processor, and sample probe. In response to this issue an investigation was initiated to further examine the customer's issue. The investigation included a review of the complaint text, instrument maintenance history, a search for similar complaints, and a review of labeling. On (B)(6) 2008, during the field service representative (fsr) visit, the 10 ml assembly pump syringe, the pcb motor processor and the sample probe were replaced. Quality controls (qc) passed, the instrument was within specifications and no further investigation was required. The customer had no additional patient results and no data was available for evaluation. The physician had not questioned the additional 9 patient results, nor had treatment been affected. Two subsequent fsr visits on (B)(6) 2008 and (B)(6) 2008 resolved the reported issue. The fsr replaced a clogged/obstructed silicone tubing, ran controls and qc passed. The instrument was performing per specifications and no further investigation was required. The cta followed-up on (B)(6) 2009 and the customer stated that issues with erratic results have been resolved since the last field service visit. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, preventive maintenance schedule, page 9-3, states that cleaning or replacement of the syringes is an as required service performed on the cell-dyn 1800 instrument. Tracking and trending did not indicate any adverse trend for the cell-dyn 1800 for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 1800 for seeing discrepant patient results. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.